Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was dropped during the procedure and fractured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification; however, the fracture of this tasp was due to the device being dropped during case. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Product not returned